Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0kllu, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had no stimulation sensation even though they could crank it up to 5.0v on all 4 programs and see the status on the patient programmer. The event occurred following a replacement on (B)(6) 2014. It was noted that they went in and put in the implantable neurostimulator (ins) and they didn¿t have the other pieces so the patient was rescheduled for completion of surgery replacement on (B)(6) 2014. The patient¿s vacation was the month of (B)(6) and that was the reason they scheduled the surgery originally for (B)(6) 2014. It was reported that the patient was able to leave for their vacation on (B)(6) 2014 and the ins had never worked. It would say the ins was turned on the patient programmer and the patient could adjust it up and down and had gone up to 5v on all 4 programs and there was no sensation at all. It was stated that it wasn¿t obviously working because driving with an overactive bladder long distance was difficult. Even in the hospital they were trying it and the patient was told that they felt the patient might be anesthetized and couldn¿t feel it. It was reported that the patient didn¿t think it was working and had made a couple of attempts to call the health care provider¿s (hcp¿s) office and talk to them, but they were putting the patient off until (B)(6) 2014 to come in to see the hcp. The patient wasn¿t sure if the hcp should deal with it and maybe it was something the programmer person should deal with instead. It was noted that the manufacturer representative hadn¿t been notified of this because they couldn¿t find the numbers. The patient was left with the staples on the incision and had to get them removed, but that was something the hcp would have to deal with. It was reported that the patient went on vacation and didn¿t want to wait another week when this was the only time they had to spend with their family. The patient currently had turned off the stimulation at this time. Additional information has been requested, a follow-up report will be sent if additional information is received.